Event description:
It was reported that the patient was hospitalized due to a systemic infection. The device and left ventricular (lv) lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6943 implantable defib lead: (B)(6) 2003. (B)(4).